Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient turned their ins off because it was hurting them so bad and they were staring to swell. The patient further states it was pulsating in their left vaginal wall. They messaged their healthcare provider (hcp) on (B)(6), but nobody got back to them. They contacted them again three days later and got a hold of the on-call hcp who told the patient to go to the emergency room (ER) if the pain got really bad. As a result of the event, the patient turned the whole device off and so it is not working. Since turning it off, they have not experienced any pain. When their ins was on, the patient had their setting on low as the ins was not working at all. As a result of the call, the patient was directed to their hcp and was told to leave the ins off until meeting. No further patient complications have been reported as a result of this event.